Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis confirmed the reported failure mode of broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, the cable on the instrument was noted to be broken. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report of any fragment from the instrument falling into a patient.